Manufacturer narrative:
A technical investigation of the returned balloon catheter was conducted and the manufacturing history of the product was reviewed to determine whether there was any deviation that could account for this event. The technical investigation of the returned device revealed that the balloon has been inflated. At a pressure of 4 atm a fine jet of water was observed in the distal half of the balloon and the balloon lost pressure fast. The leakage site is a 0.5 mm long transversal pinhole. Furthermore microscopic analysis showed several deep transversal scratches in close vicinity to the pinhole. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause was determined. The leakage on the balloon surface indicates that the rupture of the balloon was most likely caused by the calcified lesion.

Event description:
Ous MDR . During the attempt to inflate, the balloon burst in a calcified lesion.